Manufacturer narrative:
On (B)(6) 2020, it was found that patient code no code available was omitted from the previous report. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-may-2020, mentor received additional information regarding the date of explantation. The patient is scheduled to undergo explantation on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation, breast pain. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 375cc mentor smooth round moderate profile prostheses and experienced left-sided deflation and right-sided breast pain postoperatively. The patient consulted with a healthcare professional on (B)(6) 2020, and the deflation was confirmed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.